Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose values of 220, 128, and 89 mg/dl when all tests were performed on the compact plus system. Reporter indicated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter alleged a week prior, the customer had another discrepant blood glucose result of 285 mg/dl back to back with a result of 129 mg/dl when testing was performed 4 minutes apart on the same system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.